Event description:
Operation room (or) staff was moving an intubated patient over to an inpatient bed from the or stretcher, and once the patient was on the inpatient bed, the foot of the bed "gave out" according to or staff. The intubated patient was now in a reclined position and needed to be lifted and moved back over to the or table and was extubated there. This could have been a much larger problem if the head of the bed gave out instead of the feet, especially with an intubated patient. Our biomedical department examined the bed, and it appears that the internal drive motor that powers the half of the bed where a patients feet would go is broken in some way. The motor still drives the foot of the bed up, but not all the way, and it picks it up and drops it down at a much slower rate than the head of the bed. The motor also continues to run once the bed is all the way down, meaning that the motor no longer realizes when the bed is fully lowered, which may have caused the motor to fail prematurely. Manufacturer response for inpatient bed, (brand not provided) (per site reporter): stryker representative came out on the day we made them aware of the problem. Examined the bed and motor that seems to be a problem. He stated he will also be submitting a report to advise the manufacturer of the problem.